Event description:
Reporting status: serious injury - required intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that there was fistulous communication between an rv branch and the rv. The stent dislodged from the balloon and was retrieved. No additional event or patient information is available.